Event description:
Reporter reported that a customer observed particulates in the vial of anti-d bioclone lot db255a2 consistent with lipoproteins. The customer reported that immediate spin results were difficult to interpret and could possibly be interpreted as weak reactivity. The results were negative at the anti-human globulin phase. No biased results were reported to physician. No death or serious injury was associated with this incident.